Event description:
Complainant alleged that during a routine shift check by a clinician, the device does not recognize the paddles. The customer isolated the cause of malfunction to the universal cable. Complainant indicated that there was no pt involvement in the reported malfunction.